Event description:
It was reported that as lvp 20d 2ss cv came apart. The following information was provided by the initial reporter: smarstite connector- white plastic removed during syringe access. Advised by staff member that side port on infusion set malfunctioned during use on patient - the white connector 'popped off' when attempting to attach syringe to the side port. Blue insert on side port left exposed & unusable.

Manufacturer narrative:
The following fields were updated due to additional information: possible lot numbers d4: medical device lot #: 20105289 d4: medical device expiration date: 2023-10-01 h4: device manufacture date: 2020-09-30 d4: medical device lot #: 20105343 d4: medical device expiration date: 2023-10-02 h4: device manufacture date: 2020-10-01 investigation summary one 2420-0007 sample was received without packaging for investigation; no lot number was provided to assist the investigation, however a review of the laser ID from the smartsite component confirmed a possible lot number to be either 20105289 or 20105343. Residual fluid was present in the line. A visual inspection confirmed the customer's experience as the female luer adaptor (fla) of the downstream smartsite component was received separated from the body. A closer inspection identified minor damage to the connecting surface of the clear body of the smartsite component. The details of this feedback were forwarded to the manufacturing site for investigation. Their analysis confirmed that the fla component is ultrasonically welded to the body of the smartsite component and that after examining the received sample, it was determined that there was evidence of welding on the body of the smartsite, indicating that the welding procedure had taken place. However a review of the production records identified that corrective maintenance had been performed on the welding machine following reports of poor welding performance after the manufacture of the affected component; therefore this may have contributed to the customer's experience in this instance. A review of the production records for lots 20105289 or 20105343 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product; no further corrective action is deemed necessary in this instance as maintenance has already been performed on the welding machine shortly after production of the affected lot of this component. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 2420-0007 product in the past 12 months.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 2ss cv came apart. The following information was provided by the initial reporter: smarstite connector- white plastic removed during syringe access. Advised by staff member that side port on infusion set malfunctioned during use on patient - the white connector 'popped off' when attempting to attach syringe to the side port. Blue insert on side port left exposed & unusable.